Manufacturer narrative:
The device was returned, and the evaluation found front panel blinks after turning on the device. This malfunction was caused by a defective turret motor. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the light source front panel was flashing. The issue occurred during maintenance. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation.   Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the front panel turned on due to faulty turret motor. Olympus will continue to monitor field performance for this device.